Manufacturer narrative:
Correction: b1, b2 and h1 were updated to report type adverse event.

Manufacturer narrative:
H10: additional information on e1 and g5. H11: correction on d4.

Manufacturer narrative:
The reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual was reviewed and it provides instructions on homing failure/calibration issues. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Per report, the system displayed a hand-piece jam detection error. However, the operative reports, x-rays, post op images nor log files were provided for inclusion in this medical investigation. Per communications, the surgery completed by changing from the navio system to using s&n manual instrumentation. Since there was, no alleged harm to the patient, no further medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Factors that could have contributed to the reported event would be if the point probe was kept on the handpiece after homing and when moving back into the cut screen or if it was an occurrence of a siu bug that causes jam errors and is only resolved by a system reboot. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that doctor was cutting the distal femur in exposure control, and partway through cut, the system displayed a handpiece jam detection error. Tried calibrating and homing the handpiece but was not successful. They swapped the handpiece out and tried another, but that handpiece also would not calibrate. Because it could not get past the homing screen, doctor finished the case with manual instrumentation. After the case, powered cycled the navio and did handpiece tests on both handpieces. Both handpieces passed with less than 40 max torque. Also, were able to calibrate and home each handpiece successfully. No patient injuries involved.